Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 32 days after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. Thirty-two ncm of primary stability was achieved and immediate load was performed. No further information was provided.